Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) troubleshot this issue with the customer over the phone. The se recommended replacing the exhalation flow sensor. The customer reported to have replaced the exhalation flow sensor and was able to pass short self test. Covidien was not authorized to repair the device.

Event description:
It was reported that, on start up a 980 ventilator generated an exhalation flow sensor diagnostic message. The ventilator was not in use on a patient at the time the event occurred.